Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the measurement was 0.0445. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.